Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a sensor error alert on the insulin pump. Customer also mentioned that the transmitter was not blinking. Through troubleshooting it was noted that the minilink may not be working. The test plug procedure was performed and did not pass. Customer's blood glucose reading at the time of the call was 197 mg/dl. No further information reported.